Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. Cts assisted customer in loading a new cartridge following proper load technique but was unable to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.